Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016, laparoscopic hysterectomy with bilateral salpingectomies) and surgery (on (B)(6) 2016, laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and migraine had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff's symptoms have dramatically improved. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section. Concurrent conditions included intramural leiomyoma of uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016, laparoscopic hysterectompy with bilateral salpingectomies) and surgery (on (B)(6) 2016, laparoscopic hysterectompy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and migraine had resolved and the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's symptoms have dramatically improved. There were four coils trailing within the uterine cavity on both sides. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia,dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet & medical records receved. Events abnormal bleeding , vaginal bleeding, dysmenorrhea, dyspareunia are added. Lab data updated. Concomitant & historical conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.